Manufacturer narrative:
Combination product: yes. Update 07-may-2025: this right atrial (ra) lead was surgically abandoned due to noise and a new lead was implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to a non-specific product performance issue. Should additional information be received, this file will be updated.